Manufacturer narrative:
The device history record for the reported lot number, 30291757, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample was evaluated. No original packaging received. Upon receipt of the device, the stylet guidewire was still intact into the yellow tube. Cleaning solution was flushed to remove the stylet guidewire from the yellow tube. After decontamination, the returned sample device was examined and infused with water showing that the tubing had signs of damages (tear/hole). There were external dent marks identified after the sample was inspected under magnification just below the y-connector. The area where the uneven surface appeared was jagged and/or wrinkled. The tubing was cut to view the inside surface of the tubing. Once the tubing was opened, under magnification, there were lines and indentations in the inner walls of the tubing. The stylet guidewire appeared bent in multiple locations. Root cause could not be determined. All information reasonably known as of 15-apr-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the tube is leaking by the hub and we noticed several leaks/tears. Patient injury did not occur. A new tube had to be placed.